Event description:
It was reported the disposable caused a no disposable alarm. No patient injury were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No serial or lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.